Event description:
On an unreported date, a break in aseptic technique occurred further described as area not clean before starting peritoneal dialysis (pd) therapy and did not wear a mask which caused peritonitis. The patient experienced peritonitis and was hospitalized for the event of peritonitis the next day. On an unreported date, the patient was treated with fortum in each bag (dose, frequency and route not reported) and vangotech 1gm (frequency and route not reported) for peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.